Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an urgent overnight low glucose event with alerts for rapidly falling glucose, and the user¿s mother confirmed a nadir of approximately 40 mg/dl that was treated with oral glucose, after which the user returned to bed; no device-specific component issue was identified. Symptoms included hypoglycemia, with the user reportedly asymptomatic at the time. Outcomes included insufficiently characterized impact, with treatment consisting of oral glucose and no hospitalization or ems involvement. Investigation included communication with the user¿s family and analysis of information provided by the user or third party. Investigation of this case revealed no findings available regarding device malfunction and insufficient information to associate the event with a specific device component or problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.